Manufacturer narrative:
(B)(4). The analysis results found that the device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, air leaked through this trocar, with loss of pneumothorax confirmed by audible and visual feedback. The internal duckbill valve showed no memory. After extracting the instrument, the instrument would not fully return to its original position. With the instrument inside the trocar, only very little air leaked out, so the procedure could in any case be finished by using this device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Does this trocar have the optiview technology? No. Were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? No. If so, what device? Was any torque being applied to the trocar or device? Unk.